Event description:
It was reported that the patient's device was not working. The patient had not used or recharged the device for 4-5 months. It was reported that the patient could not communicate with the device with the patient programmer. Possible discharge state of the battery was discussed. The patient was encouraged to contact her health care provider. Later it was reported that an overdischarge was suspected. It was recommended that a physician mode recharge be performed. Additional information received reported that a physician mode recharge was performed and was successfully. The patient was then received adequate stimulation, and no further contact had been made by the patient, so it was assumed that the system was working properly. Further information received reported that the event was attributed to the implantable system. Explant of the implantable neurostimulator and/or lead was possible. It was noted that the device was non-functional and the patient experienced a lack of effect. Reprogramming was attempted ((B) (6) 2009). The patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
(B) (4)